Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report an inability to remove the lock line it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with a restricted posterior leaflet. The clip delivery system (cds) was advanced into the patient and during the deployment process the lock line became stuck. Troubleshooting was performed, but was unsuccessful. Subsequently, the cds was removed and exchanged. The procedure was then concluded with one clip implanted and a resulting mr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
All available information was investigated and the reported mechanical jam of an inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported mechanical jam of inability to remove the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot in the lock line cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.